Manufacturer narrative:
H6: code 213 - a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. H6: conclusion coding updated it should be noted the gore® tag® conformable thoracic stent graft instructions for use states ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to dissection, perforation, or rupture of the aortic vessel & surrounding vasculature."

Manufacturer narrative:
As it could not be determined which thoracic system component was involved in the reported event, additional gore¿ tag¿ device tgm262610j; lot #22690242) will be included on this report. (B)(4). It should be noted the gore¿ tag¿ conformable thoracic stent graft instructions for use states complications associated with the use of the gore¿ tag¿ conformable thoracic stent graft may include but are not limited to dissection, perforation, or rupture of the aortic vessel & surrounding vasculature."

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a type b subacute thoracic aortic dissection using a gore¿ tag¿ conformable thoracic stent graft with active control system (tgm262610j; lot #22717195 or 22690242). The gore¿ tag¿ device was deployed at the proximal origin of the celiac artery to cover the entry at the descending aorta. According to the report, intra-procedural imaging identified a stent graft-induced new entry tear at the proximal edge of the device. A second gore¿ tag¿ device (tgm262610j; lot #22717195 or 22690242) was deployed proximally to cover the new entry. The patient tolerated the procedure.